Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Detailed product information was not provided to boston scientific. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If any additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this programmer could not successfully interrogate the cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) provided troubleshooting options; however, they were not successful. The health care professional (hcp) planned to follow-up with a local boston scientific representative. This programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If any additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this programmer could not successfully interrogate the cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) provided troubleshooting options; however, they were not successful. The health care professional (hcp) planned to follow-up with a local boston scientific representative. This programmer remains in service. No adverse patient effects were reported.